Event description:
It was reported that the patient¿s caregiver could not observe drops during the fill tubing step after attaching the connector to the ilet following cartridge insertion and then attaching the tubing, and the agent guided a full supply change; insulin delivery was resumed by the end of the call, and the issue was characterized as a user interaction with the device and involved an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated a use-of-device issue with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.